Manufacturer narrative:
(B)(4). Batch # unk. The lots history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: were clips just malformed (would not close)? Or was there another issue with clips (such as clips not holding after applied to vessel) as note said clips were also defective? Was there any patient consequence? Response: no other information was given.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the note said clips would not close and defective. Case completed with a like device of the same product code. There were no patient consequences reported. The device was discarded.